Manufacturer narrative:
Investigation: on (B)(6) 2024, a patient's spine tissue (off-label sample type) was tested on the biofire bcid2 panel. The biofire bcid2 panel reported staphylococcus as detected. Gram-positive coccus resembling staphylococcus was observed on gram stain and s. Aureus was recovered from culture. A result of coagulase negative staphylococcus was reported to the physician. It is unknown if the patient was affected due to the biofire bcid2 panel result. No serious injury or death was reported. Quality control (qc) records for biofire bcid2 panel pouch lot# 317h23 (kit lot# 2376323) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number (B)(6) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative s. Aureus result on the biofire bcid2 panel was a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, s. Aureus on biofire bcid2 panel has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. Biofire has only validated the biofire bcid2 panel for use with blood culture samples identified as positive by a continuous monitoring blood culture system. Please note that clinical performance is given using on-label sample types. According to table 29. Biofire bcid2 panel clinical performance summary, staphylococcus spp. Of the biofire bcid2 instructions for use (www.online-IFU.com/iti0048), the performance claim for the s. Aureus assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 100% (95% ci 97.6-100%) and an overall specificity of 99.9% (95% ci 99.5-100%). S. Aureus was detected in both false positive specimens using an additional molecular method.

Event description:
Summary: mayo clinic (rochester, mn) reported a potential false negative staphylococcus aureus result on the biofire blood culture identification 2 (bcid2) panel after testing a spine tissue sample from a patient. Please note that spine tissue is an off-label sample type for the biofire bcid2 panel. It is unknown if the patient was affected due to the biofire bcid2 panel result. The investigation concluded that the most likely cause for the false negative s. Aureus result on the biofire bcid2 panel was a pouch anomaly.